Event description:
It was reported to philips that ultrasound images could not be opened after installing iscv 7.1 and tomtec setup.exe. The device was in clinical use at the time of the event, and no adverse events or harm were reported in the complaint. Philips has started an investigation of this complaint.

Manufacturer narrative:
It was reported to philips that ultrasound images could not be opened after installing intellispace cardiovascular (iscv) 7.1 and tomtec setup.exe. The device was in clinical use at the time of the event, and no adverse events or harm were reported in the complaint (B)(4). The complaint contained no allegation of serious injury or death. Based on the results of the analysis, the problem was unable to be replicated on the server by the philips service engineer. However, the service engineer re-installed tomtec via copy-deployment and execution of the tomtec protocol handler. The iscv was confirmed to be operating per specifications. Based on the available information, this record is considered to be non-reportable. Note: the evaluation results FDA c-code, and conclusion FDA c-code have been updated in this emdr.